Event description:
It was reported that the ventilator had a leakage. There was no patient harm. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
On-site investigation was performed by our field service engineer. According to the information provided by the technician, check tubing and no patient effort alarms were activated, when device was connected to the patient. The issue was found in y-piece, which was leakage depending on the position. Replacement of the y-piece solve the issue. The device was delivered to the user in working condition. Review of the logs confirmed occurrence of reported issue on reported date of event. The event log confirms several clinical alarms have been generated, as an indication of difficulties with ventilating the patient, but there are no technical error codes to indicate a ventilate malfunction. Alarms will be generated when set alarm limits are exceeded, as per design to alert the operator about ongoing issues. Generated alarms indicating that there is leakage in patient circuit. The technical log does not contain any technical error codes to indicate that there was a ventilator malfunction. The conclusion is that the reported alarms occurred due to leakage but there was no technical malfunction of the ventilator. Our conclusion is that the replaced part was the cause of the failure. However, the root cause to why the part failed has not been established.

Event description:
Manufacturer's ref. #: (B)(4).